Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer chose to convert to laparoscopy due to issues with troubleshooting. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported to technical service engineer (tse) that the camera was not connecting. Tse viewed system logs and saw a blue fiber cable (bfc) error 23 on the 2nd port down on the vision side cart (vsc) and going to the patient side cart (psc). Tse walked the customer through performing a hard power cycle to resolve the issue. The procedure was converted to laparoscopic surgery with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer stated that the procedure was converted to laparoscopic due to the troubleshooting efforts not working. The customer did not have any additional information regarding the laparoscopic information. No patient demographics available.